Event description:
Complaint alleged that the left siderail control's are not working. No alleged injuries reported.

Manufacturer narrative:
Tech found bed in storage - the left siderail control's were not working. Found fluid leaked onto the left caregiver pc board. Replaced the left caregiver pc board to resolve issue.